Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 248 mg/dl and currently was 155 mg/dl. The cause of the high bg was not known. A bolus via the pump was delivered to address the high bg level. A pump system check was performed and no device issues were identified. Tandem technical support (cts) advised the customer to discuss the high bg with a healthcare provider. The customer was to continue pump therapy and declined cts's offer to follow up.